Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infusing cisplatin line ran dry despite being set for volume (over-infusion) during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.